Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, approximately 3 years, 5 months after a transfemoral aortic valve replacement procedure, the 23mm sapien 3 ultra valve failed with stenosis and was replaced by implanting another 23mm sapien 3 ultra valve.

Event description:
As reported by the field clinical specialist, approximately 3 years, 5 months after a transfemoral aortic valve replacement procedure, the 23mm sapien 3 ultra valve failed with stenosis and was replaced by implanting another 23mm sapien 3 ultra valve. Per follow-up communication, the patient's valve exhibited mild transvalvular regurgitation. The most recent peak gradient was 86.81, down from 104.27 about one month prior, and 52.42 mean gradient up from 51.65 from about a month prior. Velocity was 5.11m/sec and ava was 1.1cm.

Manufacturer narrative:
A supplemental MDR is being submitted, due to additional information received. B4, g3, h2, and h11 have been updated. B5, b7, h6: device problem, type of investigation have been corrected. The investigation for this report is ongoing.

Manufacturer narrative:
A supplemental manufacturing report is being submitted, following the completion of engineering evaluation. Updated b4, g3, g6, and h2. Corrected h6 type of investigation, investigation findings, investigation conclusions, and h11. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The increased gradient and central regurgitation were confirmed based on the information available to date. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the thv procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. In addition, elevated gradients may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. As reported, 'approximately 3 years, 5 months after a transfemoral aortic valve replacement procedure, the 23mm sapien 3 ultra valve failed with stenosis and was replaced by implanting another 23mm sapien 3 ultra valve. Per follow-up communication, the patient's valve exhibited mild transvalvular regurgitation. The most recent peak gradient was 86.81, down from 104.27 about one month prior, and 52.42 mean gradient up from 51.65 from about a month prior. Velocity was 5.11m/sec and ava was 1.1cm.' As noted, patient had medical history of atherosclerosis, which is characterized by plaque buildup in arteries, which can contribute to the degeneration of bioprosthetic heart valves. This degeneration often involves calcification, leading to valve dysfunction (e.g. Regurgitation, increased gradient, etc.). As such, available information suggests that patient factors (atherosclerosis) may have contributed to the reported event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.